Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the foreign material from the photos provided was a clip (refer to evaluation tab). Performance of reprocessing of the subject device was confirmed in the following reports by conducting correct reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization) 147p-3557, 147p-6094, 147p-6093, 066-3255, 966-0198. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had the insertion valve blocked. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material coming out of the suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material coming out of the suction cylinder, the angulation in the up direction was out of standard, the condition of the light guide bundle was poor, the bending section rubber had a gap in the adhesive, and the suction cylinder was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.